Event description:
It was reported to philips that the system would not power up. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, it was determined that this is a duplicate of the issue reported in MFR report number 2031642-2022-00342. Therefore, this report is being redacted and all further information on this complaint will be reported on MFR report number 2031642-2022-00342.